Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number, expiration date and unique identifier number are unknown. Device manufacturer date unknown / not provided.

Event description:
It was reported that during the implant placement in dental site 29, the internal hex of implant was deformed and widened. Another implant was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated device was returned for investigation. However, the retaining 2.5mm hex driver long (rhl2.5) was not returned for investigation. Therefore, visual evaluation of the driver could not be performed. Visual evaluation of the as returned implant identified that the hex feature was damaged. Functional testing was performed using an in-house driver; the devices were properly assembled and the implant did not fall out. However, the hex was identified as damaged per visual evaluation. X-ray or pictures were not provided with the report for evaluation. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (rhl2.5) was performed for similar events and no complaint about nonconforming products was identified. Complainant reported that the implant's hex deformed by driver. The implant was returned and the reported complaint was confirmed through visual evaluation. However, the driver was not returned. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.